Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure (bkp) at l1 to treat a vertebral compression fracture (vcf). During the procedure, the curette broke due to hard bone. No fragments of the currette were left in the patient and no patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.